Manufacturer narrative:
Investigation is ongoing.

Event description:
Preliminary engineering findings by edwards lifesciences found that the distal tip of a 16fr esheath+ was torn. As reported by an edwards lifesciences field clinical specialist, during a transfemoral tavr procedure, significant resistance was felt at the distal tip of the esheath+ when attempting to advance the delivery system and 29 mm sapien 3 valve through the esheath+. The delivery system was unable to be pushed through the esheath+ tip. The esheath+, delivery system, and valve were withdrawn, and the procedure was performed with new devices. A new valve was successfully implanted. The patient did not experience any injuries. Per preliminary engineering findings of the returned device, the distal tip of the esheath+ was torn.

Manufacturer narrative:
The esheath+ was returned to edwards lifesciences for evaluation. Visual inspection was performed and revealed the following: liner was fully expanded as designed, distal tip was torn radially, axial, radial, and slant score lines were present. Due to the condition of the returned device, no applicable function testing was able to be performed. Imagery was not provided for review. Due to the returned condition of the delivery system (device unable to be fully decontaminated), dimensional measurement for the flex tip outer diameter was unable to be performed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath distal tip torn event was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially. While a definitive root cause was unable to be determined, previous investigation by edwards lifesciences indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no escalations of corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction after review. The following section of this report has been corrected: corrected h.6 device code. No further action is required.